Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed testing with no discrepancies found. The customer received a replacement set of electrode pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the associated device displayed "pediatric pads" with these adult electrodes attached. Complainant indicated that there was no patient involvement in the reported malfunction.